Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot#: 14073771 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's ipg was causing discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was causing discomfort. The patient will undergo an explant procedure.